Event description:
The device was returned for mechanical hardware failure (av sticky valve). The fva pins had a significant amount of drag during operation. The lever arm boot is torn. The device was attached to a bracket and powered on. A cassette was loaded on to the device and a tubing set misloaded error occurred. The device was opened for internal inspection. A crack was found on one of the screw mounts of the pneumatic plate. The fva pins and their channels were cleaned using alcohol. The fva lip seals will need to be replaced during repair. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.

Event description:
The following has been reported: biomed reported: 'active valve motor failure. No active infusion stopped or any patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.